Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the issue. Customer's blood glucose (bg) level was over 500 mg/dl. A manual injection was administered to address bg. The customer reverted to manual injections for insulin therapy.